Event description:
It was reported that prior to opening the package, it was noted that the plastic try was cracked and the sterility was compromised. The device was not used on the patient.

Manufacturer narrative:
The lot number has been provided and the investigation is currently underway.